Event description:
It was reported that the patient presented for routine elective device replacement on (B)(6) 2021. Device interrogation during the procedure revealed oversensing noise and a lead fracture on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead during the device exchange. The patient condition was stable.